Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that their lumbar stimulator controller was not working anymore and needed to be replaced. Pt said that the battery was not discharging and their back really hurt. Pt said that the battery was at 100% but it wasn't working. Pss clarified with the pt and pt confirmed that the ins battery was at 100% and wasn't discharging and that the therapy was not working. Patient services (pss) had the pt unlock the controller; pt saw that the therapy was on group c and that group c was active/surrounded in green. Pt said that the ins battery was now at 90% and it had been a couple of days and it just wasn't working. Pt confirmed that the therapy wasn't working. Pt said that group c had been working perfectly fine. Pt kept insisting that the issue was with the controller. Pt said that the programming had been fine for a year but the ins wasn't taking away the pain right now. Pss reviewed with the pt that replacing the controller would not resolve the issue. Pt said that the controller hadn't been totally effective for quite awhile as the ins battery hadn't discharged much. Pt said that they knew the device wasn't working as on a very active day they would charge the ins in the morning but the next morning the ins battery was at 90%, whereas the cervical controller (showed that their cervical ins battery) went down 30%, 40% 50% or 60% in one day. Pss redirected pt to hcp to further address the issue. Pt wouldn't provide hcp's name or the name of their new pain facility. Pt said that they guessed their new pain facility could handle it but they didn't make appointments real quick. Pss advised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. When asked for the event date, pt said that it was the day before yesterday, however earlier in the call pt said that the device hadn't been totally effective for quite awhile. An hcp later called and reported that the patient is going to be at an appointment and they want to have a rep available because the patient is having issues with the implanted device. The caller indicated that the issues were that the patient claimed that the ins stopped charging, it stopped working and it was causing pain and discomfort. The caller was not with the patient. Technical services (tss) transferred the caller to nas to page a rep. Registration shows that the patient has two implanted inss, the caller did not know which of the implanted devices the reported issues were associated with. On (B)(6) 2023 the rep reported they are seeing the patient next week, and it is unknown at this time which ins the issue is experiencing the issue, or if both implants. The rep reported the patient said there were no accidents of noted contributing factors. Rep is not aware if the issue has been resolved. Weight was unknown. (B)(6) 2023 rtg0455808 (con, rep): pt called back and repeated information from this case. Pt noted they met with the reps and they think the controller was the issue. Pt spoke to a rep via phone today and they noted the issue might be related to the leads. Pt noted they haven't done anything and they didn't believe the issues were related to the implanted neurostimulator (ins). Patient services specialist (pss) had the pt unlock their controller successfully and their controller battery was at 100% and their ins battery was at 90%. Pt mentioned that usually their ins battery would be at 70%. Pss reviewed the ins battery depletion was dependent on the ins settings and usage. Pt was in group c and was able to increase/decrease their intensities with no issues and all of their intensities were at 3.7 in all four programs. Pt noted their cervical controller was replaced in the past which resolved the issues (pss understood this as controller related issues). Pss reviewed the external equipment was functioning as intended and re-directed them to their hcp. Pss emailed the local mdt reps for visibility. On (B)(6) 2023 the patient reported they were still having issues. The rep did not clarify if patient experiencing the issue with a specific ins, or both. Rep reported the cause was the cycling was turned on. The rep increased amplitude and turned off cycling and the issue was resolved. Weight was unknown.